Manufacturer narrative:
Block b3: exact date unknown, event occurred fourteen months after initial implant prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent an implantable pulse generator (ipg) explant procedure. No further information has been obtained. Additional information was received that the patient had all devices explanted. The explanted devices were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 15813559, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2316700, model: sc-2316-70, serial: (B)(6), batch: 15813559, UDI: (B)(4).